Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high capture thresholds, loss of capture and >2000 ohm pacing impedances in all pacing vectors. The physician suspected a lead fracture. This lead was surgically abandoned at the patient's generator change-out. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.